Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number for the exalt model d scope and report number 3005099803-2024-03002 for the exalt model d controller. It was reported to boston scientific corporation that an exalt model d controller was used with an exalt model d scope during an endoscopic retrograde cholangiopancreatography (ercp) procedure, performed on (B)(6) 2024. During the procedure, the exalt model d controller turned off and restarted on its own. This happened 3 to 4 times, the controller worked for a couple minutes in between restarts. The procedure was completed with a reusable scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block d4, h4: the complainant was unable to provide the model number and lot number. Therefore, the manufacture and expiration dates are unknown.